Event description:
It was reported that this right ventricular (rv) lead underwent a lead revision due to loss of capture (loc). The lead was programmed to unipolar which fix the issue temporarily. The lead remains in service. No additional adverse patient effects were reported.